Manufacturer narrative:
The customer reported the tubing separated, and returned one sample of material 2420-0007, lot 24125242. Upon initial visual examination, the set was separated at the press-fit connection on the lower connection of the silicon pump segment and the blue clip. There is a small blue ring retainer that attaches the pump segment to the blue clip, and this was not included in the sample return. However, the silicon segment shows evidence the ring retainer was attached to the tubing. The root cause for the separation was traced to possible clinical practice. A member of our clinical team has reached out about the issue. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris pump module smartsite infusion set had air in line the following information was received by the initial reporter with the following verbatim. It was reported by the customer that the IV tubing separating when trying to get rid of air bubbles from the channel.